Event description:
It was reported that balloon rupture occurred. The >70% stenosed target lesion was located in the non-tortuous and non-calcified left common iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced to post-dilate a previously placed wallstent. However, on initial inflation at 2 atmospheres for less than 30 seconds, the balloon ruptured on the sharp tines on the edge of the wallstent. The device was completely removed and a second 16mm x 4cm xxl balloon as well as an 18mm x 4cm xxl balloon completed the procedure. There were no patient complications nor injuries reported.